Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient was readmitted for major bleeding in the low gastrointestinal (gi). The cause of the bleeding was over anticoagulation. The patient was transfused more than 16 units of red blood cell concentrate per 24 hours. The patient was on warfarin for anticoagulant therapy at the time of the event. The patient was discharged on (B)(6) 2021.